Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out for normal eri, externalized conductors were observed under fluoroscopy. All testing on the lead was normal through the device and the pacing system analyzer. The physician elected to continue to use the lead with the new device. The patient was in stable condition after the procedure.